Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of detachment of device component and expulsion: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the left chin using a softfil 25g cannula. On commencing injection to the left chin, the filler oozed out between the luer lock connection and cannula. It had also been noted that the syringe had popped. There was nil injury to the patient. Patient had also been injected with juvéderm voluma with lidocaine to the right chin and temporal areas.